Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit was received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts along with general maintenance and cleaning. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock loose requiring replacement of worn internal components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00486. A facility reported that the index knob on the mayfield modified skull clamp (a1059) was very easy to turn to locked position and has very little tension in it. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.